Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was not having very good luck with the ins and was not getting symptom relief because she was having urgency. The patient stated that the ins was not giving her enough time to get to the bathroom. Troubleshooting attempts were made and the patient was on p1 at 6.0v. The patient was walked though changing to p2 at 5.6v, but the patient was asked if she was feeling stimulation and the patient said no. The patient noted that the ins was off and did not know the ins was off. The patient was walked through turning the ins back on and confirmed feeling comfortable stimulation. The patient was redirected to their health care professional (hcp). It was also mentioned that the patient spoke with her hcp and they discussed possibly getting the ins removed and doing botox instead. The patient also indicated that the patient programmer batteries were running out fast. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that the device was turned off. It's has been on for a while now, but it was not working. The patient stated the device seems not to be working for her. The patient take myrbetriq along with the device, but still having urgency problems pretty bad. The patient take the batteries of programmer out when not using it to solve the running out fast of batteries.